Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a low battery alarm. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, a service history review, and a review of the alarm log were performed. A service history review revealed no issues that could have caused or contributed to the reported issue. Functional testing, battery testing, and a review of the alarm log did not reveal any evidence of a low battery. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.